Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. All the components were removed and replaced with a new ipp device. No information about the patient outcome was provided.